Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 75mm abdominal aortic aneurysm. It was reported the patient presented to ed with abdominal pain and was found to have a type ia endoleak. Approximately 32 months post index procedure, during the intervention for the ia endoleak, there was also found to be a hole in the graft. Coils were placed and a liquid embolic system was used as treatment. This resolved the endoleaks. The patient required prolonged hospitalization. As per the physician the cause of the event could not be determined. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak could be confirmed on the angiograms provided; however, the type and cause of the endoleak could not be fully determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Additional angiograms (including further endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. A type ia endoleak seems likely from the limited images received but the further distal endoleak type could not be fully determined. A type iiia junctional endoleak seems unlikely as there appeared to be sufficient component overlap. A type iiib fabric endoleak cannot be ruled out but analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak. Fabric wear from the underlying stent(s) of the contra limb abrading the bifurcate near the level of the flow divider is a potential root cause. A type ii endoleak from a collateral vessel feeding the aneurysm sac is also a possibility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.